Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to a faulty charged coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had a noisy image. The event was found at maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that noise starts coming in the image automatically after sometime(subject can not be recognized). It is due to faulty charge coupled device unit. Additional findings are as followed: multiple cut marks on cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.